Event description:
Turned electronic endosuflator on and readings on from were erratic and would not stabilize. The bars would adjust for pressure and flow but the reading would not stay. No harm to patient.